Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead had muscle stimulation in all vectors and was hospitalized. The lv lead was then abandoned surgically and intravenous medication was also given. No additional adverse patient effects were reported.